Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device location of device: vaginal"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding(general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective failure to occlude (close) fallopian tube" and device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2008,(B)(6) 2009 and (B)(6) 2011) and premature birth (2). Concurrent conditions included obesity. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of the essure device - salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2009. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, hypersensitivity, migraine, nausea, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Reporter information updated. Patient demographic information and relevant history added. Essure removal date ((B)(6) 2009) was added. Onset date of pregnancy (ectopic) ((B)(6) 2009) was added. New events abnormal bleeding (general), infection (bladder), infection (urinary tract), infection (vaginal), bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, weight gain, vaginal discharge and essure confirmation test was not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removal of the essure device). Essure was removed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and hypersensitivity outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and hypersensitivity to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.